Event description:
It was reported that during a programmer session, there was oversensing just during an impedance test. This was observed only during the manual testing. It was explained to the caller that this is a known phenomenon with the device and does not indicate a lead integrity issue . The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.